Event description:
It was reported that prior to use, the cable on the bipolar port was not creating a good contact and needs to be rotated in order to establish contact, it was noted that the cable being used is from a third party. There was no patient involved. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".